Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in a moderately tortuous and moderately calcified left anterior descending artery. Following pre-dilation, a 24 x 3.00 promus premier drug-eluting stent was advanced but failed to cross the lesion. However, it was noticed that the catheter was broken. The device was completely removed, considering patient safety. The procedure was completed with another stent and size. There were no patient complications reported.